Event description:
It was reported the system displayed errors resulted in no boot, system lockup and/or shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos was installed during the service call. The system was tested and found to be working as intended and put back into service.